Manufacturer narrative:
UDI= (B)(4). Investigation results: a partially deployed ultraflex distal release covered esophgaeal stent was returned for analysis. Visual examination of the returned device found that the shaft was kinked at multiple places and the shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. A labeling review was performed and from the information available, there is evidence that the device was not used in accordance with the labeling. Per the complainant, the ultraflex esophageal stent was to be implanted to treat a fistula after bariatric surgery. The dfu states ¿the device is intended to maintain esophageal luminal patency in strictures caused by intrinsic or extrinsic esophageal malignant tumors. The covered stent may also be used for occlusion of concurrent esophageal fistula.¿ device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was received partially deployed. The noted issues to the returned device were consistent with excessive force being applied during deployment and were likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on july 14, 2016 that an ultraflex esophageal distal release covered stent was to be used to treat a fistula post bariatric surgery in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy had been dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex esophageal distal release covered stent was partially deployed.